Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units batteries didn't last for entire pm. There was no patient involvement.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had battery issues, the batteries didn¿t last for the pm. A getinge field service engineer (fse) confirmed and stated that the device had battery issues. In order to resolve issue replaced batteries. Done performance and safety measurements. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. There was no patient involved.

Event description:
N/a.